Manufacturer narrative:
(B)(6). Date of non-union is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing site: (B)(4) supplier: (B)(4). Manufacturing date: 15. Sep. 2014, expiry date: 01. Aug. 2023. The device in question was only packed and sterilized at synthes (B)(4). No ncrs were generated during packaging and sterilization. Review of the packaging and sterilization device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was manufactured unsterile at monument under part 04.008.016 and lot 7711490, a separate DHR task is needed for the unsterile part. DHR review for part#04.008.016 lot#7771490 release to warehouse date: 18-aug-2014 manufactured by synthes (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was returned to the operating room (or) on (B)(6) 2017 for a non-union of a hindfoot fusion that resulted in the removal of one (1) titanium 10 mm hindfoot arthrodesis cannulated nail, one (1) titanium spiral blade, one (1) 6.0 mm locking screw, three (3) 5.0 mm locking screws and one (1) titanium end cap. The surgeon stated that this was not implant related and delayed healing was caused by diabetes. The original nail was implanted on (B)(6) 2015. The nail was removed, the site was bone grafted with patient iliac crest graft and a new hindfoot nail implanted. The procedure was successful and patient was stable. This report is for one (1) 10mm hindfoot arthordesis cannulated nail-ex this is report 1 of 5 for (B)(4).

Manufacturer narrative:
DHR for sterile device corrected. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 15. Sep. 2014. Expiry date: 01. Aug. 2023. The device in question was only packed and sterilized at synthes (B)(4). No ncrs were generated during packaging and sterilization. Review of the packaging and sterilization device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was manufactured unsterile at (B)(4) under part 04.008.016 and lot 7711490, a separate DHR task is needed for the unsterile part. (B)(4): typo correction, the correct lot number of the unsterile part is 7771490 and not 7711490 as indicated above. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.